Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the fixation is stretched and blood is visible, the lead tools had blood visible on them but they snap onto the lead without issue, and that blood in the snap area on the tool maybe have contributed to the issue.

Event description:
It was reported that during the implant procedure, the included tool (to screw the lead into the myocardia) was not snapping properly onto the distal portion of the lead. Several attempts of lead placement were performed until the lead screw was found deformed. The lead was attempted and not used. A second lead came to use with positioning issues. Finally, a needle holder was used to screw the lead into the myocardia. The second lead remains in use. No patient complications have been reported as a result of this event.